Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3006946279 - 2018 - 00006 report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid of two batches of cement would not enter the cannister. A 15 minute delay to surgery was reported as a result. The surgery was completed with another batch. No further information has been made available at this time.

Event description:
Please refer to report 3006946279-2018-00007.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant medical products, if follow-up, what type, device evaluated by MFR. The device manufacturing quality record was reviewed. A non-conformity on optipac top during the manufacture of this batch could be related to the described event. However, all the non-conform tops were scrapped during manufacturing. Only the compliant tops were used to manufacture optipac. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the device cannula was blocked by a plug of cement, which prevented the monomer to flow inside the device cylinder. Investigation concluded that the reported event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.